Manufacturer narrative:
(Impact codes): impact code: (B)(4) is being used to capture the reportable event of aborted/cancelled procedure. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spy ds controller were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, there was no visualization when the spyscope ds ii was plugged into the spyglass controller. Screen remains at the start up image (spyglass boston scientific logo). A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spy ds controller were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, there was no visualization when the spyscope ds ii was plugged into the spyglass controller. Screen remains at the start up image (spyglass boston scientific logo). A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. Witness marks were observed on the pads of the umbilicus connector, indicating the device was plugged into a controller. No device damage was noted. An image assessment for visualization was performed. The device was plugged into the controller; initially, no image displayed. The controller was put into "calibration mode" using the teraterm software, and a live image displayed. The image was unstable and jumpy; however, the frame rate per seconds was within the expected bounds. The scope was unplugged, the controller was reverted to normal "test mode", and the scope was plugged back in. A live image displayed, although the image was again unstable and jumpy. The device was fully articulated in all directions; no impact to the image was observed, it remained live and just as unstable. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. No procedural residue was observed in the handle. No damage to the printed circuit board assembly (pcba) or its components was observed. The solder region was wiggled with tweezers, and components on the board were pressed with a wooden tool; no problems with the solder or board components were noted, and the image quality was not impacted by this testing. The umbilicus was manipulated by wiggling the connector in the controller. The image disappeared and displayed the five-dot initialization screen, then the spyscope splash screen. This was replicated by plugging in the scope and wiggling the connector in the controller. The umbilicus connector was x-rayed. No damaged wires or internal components were observed. It was noted that the wire was bent sharply around a feature of the molded umbilicus clamshell. A digital multimeter was used to test the umbilicus cable for continuity from the pads on the umbilicus pcba to its connection to the handle pcba; no continuity problems were observed. A functional evaluation of the umbilicus was performed. The original umbilicus cable was unplugged from the handle pcba and a known good umbilicus cable was plugged into the handle. The known good umbilicus was plugged into the controller and a live, clear image was displayed; no image impact was observed when manipulating the connector in the controller. The original umbilicus cable was reconnected to the scope. The umbilicus connector was opened and the original umbilicus pcba was replaced with the pcba from the known good umbilicus cable. The umbilicus connector was closed, and the scope was plugged into the controller. A live, clear image was displayed; no image impact was observed when manipulating the connector in the controller. Finally, the known good umbilicus cable was reconnected to the scope and the original pcba was connected to the known good cable. The scope was plugged into the controller and a live, clear image was displayed; no image impact was observed when manipulating the connector in the controller. The reported event was confirmed. During product analysis, an intermittent image problem was identified, as the scope initially displayed no image but was restored through manipulation, and image could be disrupted by wiggling the umbilicus connector in the controller, isolating the problems to components in the umbilicus connector. Swapping of original scope components with known good umbilicus components (cable & umbilicus pcba) resulted in a stable image that was not disrupted by wiggling the umbilicus connector in the controller; the connection problem only persisted with the original umbilicus components; however, no physical or electrical defects were identified with the components which could have contributed to the reported event. Therefore, cause not established is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exists for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.